Event description:
It was reported that the ilet displayed lines instead of a blood glucose value while the paired dexcom g7 continuous glucose monitor (cgm) app showed a reading, and the issue resolved after the user manually entered the blood glucose on the ilet, after which values spontaneously appeared on the ilet. No adverse clinical symptoms reported. Outcomes included no impact to health and no hospitalization. User support included remote troubleshooting and user education. Investigation of this case revealed a transient communication or data display issue between the cgm data stream and the ilet user interface that was resolved by user input, consistent with intermittent signal loss to the ilet only. It was concluded, based on previously established findings for similar reports, that the cause was user-interfacing data synchronization interruption.

Manufacturer narrative:
Initial.